Manufacturer narrative:
H.4: correction to the device manufacture date from 03/25/2019 to 03/29/2019. A batch record review was conducted. Urinary catheter in question was manufactured under systems application product material identification number 1718756 and manufacturing lot number 9c041174 in c2. The product was packed on packaging machine p009 according to the instruction for packing g905704 v.3. Lot number 9c04114 was sterilized under sterilization lots 24a190404,25a190412, 24a190408,26a190412, 24a190407, 25a190407, 25a190408. During in- process inspection test with focus on catheters squeezed in welding is carried out according to test method-437 visual inspection of welding catheters in peel pack. Review of the device history record showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled. No nonconformity related to the issue reported had been registered during the packaging process of the mentioned lot. A photo was received to the complaint and reported issue was confirmed. There were visible traces of peel pack weld on the catheter surface. The catheter was caught in the weld that damaged its surface causing rough coating on a catheter side. Several complaints of this nature were received in the past and the issue was investigated within a non-conformance. Five most probable root causes were identified during the investigation and will be addressed in corrective action preventative action plan. Rc1: cavity is not spacious enough to compensate small deviations in shape. Rc2: not defined storing of the catheters in boxes ¿ there is definition in procedure for correct catheters storing in boxes. In production date of complained catheters there was effective procedure, with no exactly definition of catheters storing. Rc3: not proper method defined in the procedure. Rc4: any machine detection for catheter placement. Rc5: any machine detection for catheter squeezing in weld. The root causes will be addressed within the corrective/preventative action (CAPA). This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Distributor: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Device 2 of 2. (B)(4).

Event description:
It was reported by product distributor that a customer noted that "s/he found the catheter coating is rough so s/he concerned it hurts when the coated part is inserted in her/his body". It has been confirmed that the end user did not use the product only observed the coating to be rough, no harm reported by the end user. Photographs provided by the complainant depicting the reported complaint issue were received.